Manufacturer narrative:
Follow-up indicated that the device was removed due to ineffective pain relief.

Manufacturer narrative:
A review of the available diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the device was removed. There were no prior reports of device-related issues from the patient. Nevro attempted to obtain additional information regarding the nature of the event but no additional information was available.